Event description:
A hospital in (B)(6) reported via our distributor that water leaked from the feedset tube of two mr290 autofeed humidification chambers.this was detected straight after start of use and no patient consequence was reported.

Event description:
A hospital in (B)(6) reported via our distributor that water leaked from the feedset tube of two mr290 autofeed humidification chambers. This was detected straight after start of use and no patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: one of the complaint chambers was returned. The chamber was visually inspected and connected to a water bag to test for leak. Results: the performance test revealed some leak between the feedset tube and water bag spike. Closer inspection revealed that sufficient glue was present around the spike tubing connection, but that the glue had only partly bonded. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the feedset tube exhibited some leak from the spike due to partial failure of the glue bond that joins the spike to the water feedset tube. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Manufacturer narrative:
(B)(4).one of the complaint devices is currently en route to the manufacturer. We will provide a follow up report upon receipt of the device and completion of our investigation.